Event description:
If was further reporter that during the initial procedure a spiral dissection in the left anterior descending (lad) artery occurred. The dissection was repaired with a stent. The patient required further intervention, but because of hemodynamic insufficiency, the intervention would be completed on a later date. The patient had the intervention four days later for intervention of the right coronary artery (rca). The following day the patient returned to the cath lab. Thrombus was present in both lad and the rca. Thromboaspiration was performed in the lad with unsatisfactory balloon angioplasty and also in the rca with satisfactory angioplasty. The date of death is still unknown.

Event description:
Same case as # 6000089-2005-01454, 01455 and 6000093-2005-01113. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. After predilation, a taxus express2 drug eluting stent was successfully placed in the mid left anterior descending (lad) artery. The pt's vessel anatomy was described as non tortuous. The lesion was severely calcified and 70-80% stenosed. Four days later the pt returned for angioplasty of the right coronary artery (rca). The target lesion was predilated and two taxus express2 drug eluting stents were placed, 2.5x16mm proximally and 2.5x24mm distally. A dissection occurred and a taxus express2 2.5x16mm drug eluting stent was placed to treat the dissection. The following day, the pt returned with chest pain, hypotension, complete av block and inferior and anterior EKG changes. The pt experienced an acute myocardial infarction and cardiogenic shock. The pt was treated with a pacemaker, a balloon pump was placed and the pt returned to the cath lab for coronary angiography and thromboaspiration. Sometime after this procedure, the pt expired.